Event description:
It was reported that the device had error codes in memory that relates to the therapy board pcb assembly indicating a possible failure of the device to deliver the expected level of energy. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a burnt ic chip, designator u3. It was also observed that a resistor, designator r150, was burned open. Both components were replaced. The pcb assembly was re-tested again, and no failures occurred.